Manufacturer narrative:
Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to the pictures, reddish material was observed inside pebax. The customer complaint was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product investigation was completed on january 7, 2020. The device was visually inspected and it was found that there was brownish material under the pebax. Then, during the second visual, it was confirmed that there was reddish material and a hole was found in the pebax sleeve. The magnetic sensor and force sensor functionality were tested on carto and the catheter was properly visualized. No errors were observed. The force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding blood inside the tip has been confirmed. The root cause of the damage on the pebax could be related to the handling of the device; however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis noted a hole in the pebax. It was reported that when coming on ablation, the thermocool® smart touch® sf bi-directional navigation catheter was flashing red like it was touching another catheter. The cable was replaced with no resolution. The thermocool® smart touch® sf bi-directional navigation catheter was then taken out of the body and there was blood on the inside of the catheter at the tip by the electrodes. It was not char and could not be removed. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue resolved. The carto 3 system was operating per specifications and was not responsible for the product issue. It was reported that the catheter has been determined to be the root cause of the complaint reported. The procedure was continued. Upon request additional information was received. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no physical damage. The foreign material inside the pebax with no external damage was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on december 12, 2019 that the device was returned in the condition reported as there was brownish material observed under the pebax. This issue remained not reportable. During additional assessment on december 26, 2019, it was found that there was a hole, reddish material in the pebax sleeve. The hole in the pebax was assessed as a reportable issue. The awareness date of this reportable finding is december 26, 2019.